Manufacturer narrative:
Follow-up #1: date of submission 10/29/2015, device evaluation: the device has been returned and evaluated by product analysis on 10/13/2015 with the following findings: during investigation, there was no damage found to the pump. The battery cap threads were observed to be stripped, and the cap could not twist on to the pump. Since the threads were stripped, the height was out of specifications. A test cap was used and attached securely and removed without difficulty.

Manufacturer narrative:
The cap has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue.the reporter stated that the cap could not be removed from the pump; the reporter did not specify if the issue was with the battery cap or the cartridge cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.